Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: rep stated that the account reported that the tissue pad was falling off of both devices. The rep stated when he observed that devices through the bio-bag it appeared the tissue pads were melted. The rep had the devices, but left them for another issue and when he returned the devices had been discarded. No other information is available.

Event description:
It was reported that there was an unknown issue. The procedure was completed with an additional device of the same product code. There was no patient consequence reported.